Event description:
It was reported that during an unk procedure, the obturator cannula could not pass through the cannula's seal. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.